Manufacturer narrative:
Additional information was added.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. A request was made to have a data analysis from this implantable device. Technical services (ts) confirmed premature battery depletion and recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. The evidence suggests that this pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker is expected to return for analysis.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. A request was made to have a data analysis from this implantable device. Technical services (ts) confirmed premature battery depletion and recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.